Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection.

Event description:
Patient representative reported patient experiencing left breast infection, pain, malposition, and "plaintiff still has her potentially cancer causing capsules from the recalled allergan textured breast implants in body." The following reported events have been deemed not related to the device: "fear" and "stress." This record is for the left side. The device has been explanted.

Event description:
Patient representative reported patient experiencing left breast infection, pain, malposition, and "plaintiff still has her potentially cancer causing capsules from the recalled allergan textured breast implants in body." The following reported events have been deemed not related to the device: "fear" and "stress." This record is for the left side. The device has been explanted.

Manufacturer narrative:
Further investigation summary: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with abbvie¿s procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. One additional complaint was noted for devices sterilized under sterilization run 30024545. However, it is unlikely that the events related to the reported infection are associated to the sterilization methods utilized. The terminal sterilization cycle used by abbvie¿s was developed and validated to achieve a high level of sterility assurance. The sterilization cycle has been validated to assure that the chance of a non-sterile device is less than one in a million. During the trend review of all gel infection complaints for the period of (B)(6)2020 through (B)(6)2022, no adverse trend was noted. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time.